Manufacturer narrative:
Additional information was received that the reason for the lead revision was due to inadequate stimulation. No further course of action will be taken at this time.

Event description:
A report was received that the patient will undergo lead replacement for unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm.

Event description:
A report was received that the patient will undergo lead replacement for unknown reason.